Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. Visually in an attempt to find an explanation for the oversensing, noise, and rising impedance described in the event, there were no anomalies observed that would contribute to oversensing, noise, and rising impedance. All electrical testing was within specified parameters. In addition a fracture or in-vivo insulation breach was not observed, and there was no blood ingress into the conductors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) defibrillator 2013 (B)(6). (B)(4).

Event description:
It was reported that the lead integrity alert triggered for apparent oversensing of noise, high right ventricular pacing impedance(greater than 3,000 ohms), and a high rate of non-sustained episodes (less than 220ms). It was also reported that there was an apparent lead fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.